Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported. Additional information received indicates that the right ventricular (rv) lead was used for temporary pacing and was removed when a permanent device was implanted. No adverse patient effects were reported. The lead is not available for return. No adverse patient effects were reported.